Manufacturer narrative:
A4 - patient weight not provided. D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The staff at the patient's facility rounded on them at around 0130 am on (B)(6) 2026 and the patient was sleeping. An hour after the staff went to the patients room due to alarms and stated the patient had passed. No other information was available. The outcome was not considered device or therapy related. No autopsy was performed. The pump was not explanted. The device parameters were within normal limits.